Manufacturer narrative:
Reference (B)(4). Product catheter was returned and functioned as expected, however customer did not return bolt therefore unable to confirm failure.

Event description:
Monitor displaying inaccurate waveforms within 24 hours of placement.